Manufacturer narrative:
The CAPA was initiated on (B)(6) 2016 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (australia) ipg was unable to establish communication with external devices after one day of scs system implant. Troubleshooting was tried to no avail. The ipg was deemed inoperable. Subsequently, the ipg was explanted and replaced with another model which resolved the issue.